Event description:
It was reported that during a laparoscopic gastric bypass procedure, all seven trocars had excessive leakage throughout the procedure. A second insufflation machine had to be brought into the room and the pressure level was sent higher than normal. The procedure was prolonged for fifteen minutes. The same trocars were used to complete the procedure. No adverse consequences reported. Seven trocars will be returned.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Baxter (B)(4) received a report that the product leaked in the overpouch before use. There was no patient injury or reaction reported. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
I arrived after the case had started as case moved forward and surgeon was using the short t2 spreading screwdriver to remove 5mm screws in a t2 ankle arthrodesis nail, screwdriver had not been assembled correctly and was without the outer sleeve. Surgeon removed one screw with this screwdriver and realized had broken the distal tip. Changed to correct screwdriver blade and no further issue.